Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported post implant procedure that the right ventricular lead dislodged. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was asymptomatic and recovering post procedure.